Manufacturer narrative:
Additional information: b5.

Event description:
Allergan aesthetics received the following additional coolsculpting treatment dates; (B)(6) 2016 to the lower abdomen using the cool advantage applicator, (B)(6) 2017 to the upper abdomen using the cool advantage applicator, (B)(6) 2021 to the lower abdomen using the cool curve applicator and (B)(6) 2021 to the upper abdomen using the cool core advantage applicator.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2021 to the flanks using cooladvantage coolcore applicator and abdomen.the patient may have developed paradoxical hyperplasia (ph) to flanks and abdomen.

Manufacturer narrative:
Additional information: a2 (age), a2 (age units), a2 (dob), a3a, a4, a5, a6. B5, e1, h6 (b15), and h11. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.